Manufacturer narrative:
Continued h6: f2201, f2203.

Event description:
Healthcare professional reports that mammogram and ultrasound performed show "a large peri-implant fluid collection around the right breast. It appears without significant change from the [previous] mammogram." This was previously aspirated and found to be negative for implant associated anaplastic large cell lymphoma. Further reported is a benign inframammary node as well as benign scattered calcifications. Newly aspirated right breast fluid collection sent for cytology shows weak cd30 positivity; alk(-) has not been reported or confirmed. Device has been explanted. This record is for the right side.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are late seroma/"fluid collection" surrounding implant and patient concern with the product.

Event description:
Healthcare professional reported right side "fluid collection surrounding implants" and patient concern with the product. Treatment of needle aspiration occurred. Device remains implanted.